Manufacturer narrative:
The biomedical engineer (bme) called technical support to report that the touchscreen was not responding to touch. The remote service engineer (rse) provided the bme with the part number of the replacement touchscreen for repair. Per good faith effort (gfe) response, the bme troubleshot the device and confirmed the reported issue. The bme ultimately ordered the replacement touchscreen for repair, and once the bme performed the touchscreen replacement, the touchscreen issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Additionally, the bme stated that the defective touchscreen will not be returned for further investigation as it was destroyed.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that the touchscreen was not responding to touch. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) called technical support to report that the touchscreen was not responding to touch. The remote service engineer (rse) provided the bme with the part number of the replacement touchscreen for repair.